Event description:
It was reported that the patient presented in clinic for a follow up. Atrial lead had perforated the atrial appendage and caused inadequate capture on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were for cardiac perforation and inadequate capture. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.